Event description:
Cormet revision after 6 years and 10 months due to pain.

Manufacturer narrative:
(B)(4) initial report: device details, patient medical history, post primary and pre-revision x-rays, explant nd reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. The cormet cup and cormet head were inserted during a revision procedure to replace a zweymuller endoplus total hip replacement, however zweymuller stem was retained and used in conjunction with the cormet devices. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on market in the USA. However, this event occurred outside of the USA.